Event description:
It was reported that the asymptomatic patient presented remotely with non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The oversensing was observed on stored records. The patient did not receive therapy during the oversensing. Programming changes were recommended. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).